Manufacturer narrative:
Citation: possner m et al. Prognostic value of aortic regurgitation after tavi in patients with chronic kidney disease. Int j cardiol. 2016 oct 15;221:180-7. Doi: 10.1016/j.ijcard.2016.06.145. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding the effect of aortic regurgitation after transcatheter aortic valve replacement (tavr) in patients with chronic kidney disease. All data was collected from a single center between may 2008 and january 2014. The study population included 546 patients (predominantly male, mean age of 82 years), 275 of which were implanted with medtronic corevalve (serial numbers not provided) and 3 of which were implanted with medtronic engager (serial numbers not provided). Among all patients 37 deaths occurred. Based on the available information none of the deaths were attributed to medtronic product. Among all patients adverse events included: severe aortic regurgitation, stroke, bleeding and major vascular complications, coronary artery obstruction requiring intervention, and valve-related dysfunction requiring a repeat procedure. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.